Manufacturer narrative:
Correction: imdrf annex a grid: a0506.

Event description:
It was reported that the bd phaseal¿ l connector c90 experienced device damage while still considered operable. The following information was provided by the initial reporter: we had a problem with a phaseal connector (c90) where the valve was not working and the product leaked into the transport bag. This incident has not happened again for the moment. Per follow up received from customer: it seems that the internal valve has fallen at the connector and the product was flowing through the connector. I attach a picture of the device where we can see the absence of the valve. Closed transfer system connected to an ecoflac containing a chemotherapy product. The system has a leak and the product leaks into the transport bag. Clinical consequences and current status of the patient or person involved: no consequences on the patient. Leak identified by the nurse upon receipt of the product. Actions taken in the establishment: device kept in the pharmacy.

Event description:
It was reported that the bd phaseal¿ l connector c90 experienced device damage while still considered operable. The following information was provided by the initial reporter: we had a problem with a phaseal connector (c90) where the valve was not working and the product leaked into the transport bag. This incident has not happened again for the moment. Per follow up received from customer: it seems that the internal valve has fallen at the connector and the product was flowing through the connector. I attach a picture of the device where we can see the absence of the valve. Closed transfer system connected to an ecoflac containing a chemotherapy product. The system has a leak and the product leaks into the transport bag. Clinical consequences and current status of the patient or person involved: no consequences on the patient. Leak identified by the nurse upon receipt of the product. Actions taken in the establishment: device kept in the pharmacy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 05-oct-2022. H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body. A device history review was performed for lot 2201204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples were used for additional evaluation. All product was visually inspected and verified the membranes were properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A CAPA has been initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that the bd phaseal¿ l connector c90 experienced device damage while still considered operable. The following information was provided by the initial reporter: we had a problem with a phaseal connector (c90) where the valve was not working and the product leaked into the transport bag. This incident has not happened again for the moment. Per follow up received from customer: it seems that the internal valve has fallen at the connector and the product was flowing through the connector. I attach a picture of the device where we can see the absence of the valve. Closed transfer system connected to an ecoflac containing a chemotherapy product. The system has a leak and the product leaks into the transport bag. Clinical consequences and current status of the patient or person involved: no consequences on the patient. Leak identified by the nurse upon receipt of the product. Actions taken in the establishment: device kept in the pharmacy.

Manufacturer narrative:
Correction: imdrf annex a grid: a0413.

Event description:
It was reported that the bd phaseal¿ l connector c90 experienced device damage while still considered operable. The following information was provided by the initial reporter: we had a problem with a phaseal connector (c90) where the valve was not working and the product leaked into the transport bag. This incident has not happened again for the moment. Per follow up received from customer: it seems that the internal valve has fallen at the connector and the product was flowing through the connector. I attach a picture of the device where we can see the absence of the valve. Closed transfer system connected to an ecoflac containing a chemotherapy product. The system has a leak and the product leaks into the transport bag. Clinical consequences and current status of the patient or person involved: no consequences on the patient. Leak identified by the nurse upon receipt of the product. Actions taken in the establishment: device kept in the pharmacy.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.